Event description:
Advocate stated customer ran his blood glucose tests on the contour meter and received readings of 12 and 16mg/dl. He re-tested on a different meter and the reading was 158mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate was advised to return the test strips for evaluation. Replacement test strips were sent to the customer.

Manufacturer narrative:
The initial reporter information was not provided.

Manufacturer narrative:
The strips were returned and tested by qa. They gave e11 and results that were an average of 78mg high out of spec. E11 indicates exposure to moisture which usually causes high results. Low results were not confirmed. Retention lot gave satisfactory results.